Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, there was visible moisture in the display. The pump was opened and there was moisture damage found throughout the pump. There was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts. A leak test was performed and failed due to a battery compartment leak as well as a pump case leak.